Manufacturer narrative:
Siemens healthineers has completed an investigation of the reported event. The root cause was determined to be a handling issue. The user manual was provided to the customer showing all relevant safety information as the patient was not fixated on the patient table as recommended. Additionally, the gap dimensions between the moving part and the stationary of the table were evaluated. The values were assessed by our experts and are within specification. No general design issue has been determined. Therefore, no remedial action is deemed necessary as there was no device malfunction.

Event description:
It was reported to siemens that an adverse event occurred while operating the somatom definition flash CT system. On (B)(6) 2023, a patient was examined on the CT system. After the examination, when the patient was being unloaded from the gantry, the patients finger was pinched at the phs (patient handling system- patient table). Based on available information, a skin abrasion was reported and there was no report of a broken bone. The patient was sent to a hospital for further treatment; however, the severity of the patients' injury and what treatment was provided is unknown as the hospital refused to share further details. Therefore, this report is submitted with an abundance of caution.